Event description:
It was reported that over-sensing due to electromagnetic interference (emi) was suspected from the patient's insertable cardiac monitor (icm). No intervention was reported. The patient was stable.

Manufacturer narrative:
Correction: upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.